Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the bg meter. Reportedly, the customer performed the load fill tubing sequence while connected to the site. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids of saline and dextrose. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.